Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net and the pulse generator exhibited backup vvi operation. The patient was brought into the clinic for further troubleshooting. The device software was downloaded which resumed normal device function.